Manufacturer narrative:
On january 07, 2015, it was noted that the device had been returned to the manufacturer on november 12, 2015. \ a service and repair evaluation was completed: the customer reported the spindle cap was missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: spindle cap periarticular. The item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A service history record review was performed for the subject device. The service history of the past three years has been reviewed. The service history review could not be completed because the item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 24-aug-2002. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the periarticular reduction forceps-medium are missing the spindle cap. The reported issue was discovered during a set check prior to taking the instrument to a hospital. There was no surgical or patient involvement. This report is 1 of 1 for (B)(4).